Manufacturer narrative:
The device was evaluated by the returns department which found that the left side frame had a broken weld where the lower frame tube and the upright rear tube were welded. There was corrosion present on the gusset at the headtube weldment. There were signs of corrosion inside the arm socket. The right side frame had a broken weld and crack where the lower frame tube and upright rear tube were welded. The headtube was in fair condition as it was missing the top bearing and there was corrosion present on the gusset at the headtube weldment.

Event description:
Dealer states both of the side frames are broken on the weld near the rear step tube.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states both of the side frames are broken on the weld near the rear step tube.